Event description:
Information was received from a patient implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient had a stroke. It is unknown what the outcome of the event was, or what troubleshooting was performed related to the event. No further complications are anticipated.

Manufacturer narrative:
Patient information incorrectly submitted previously. Correct patient information included in this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient and it was reported that change in activity level led to the patient's stroke. The patient confirmed the stroke symptoms have been resolved.